Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer's blood glucose (bg) lowered to 46 mg/dl which was addressed with the customer eating candy. The cause for the low bg was unknown. Tandem technical support reviewed pump data logs and found nothing that would have contributed to customer's low bg level.